Event description:
The hcp reported that 2 - 3 hours post surgery, the pt appeared flaccid and not responding. The hcp was concerned about an overdose. The programming numbers were reviewed and everything checked out fine. "Nurse was just about to turn pump off, when pt woke up on their own." The pt is reported to have recovered without incident. A follow up report will be sent when additional info is received.